Manufacturer narrative:
No sample and photos were provided. The complaint is not confirmed as no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. There was no trends identified, no reported patient injury,and no reported missed dose.no root cause related to manufacturing was identified in the course of the investigation. As a result, escalation, deviation, and CAPA are not warranted.

Event description:
Patient reported, "the unreliable mixing device caused to take twice the time or more to administer vonvendi administration duration too long." When patient tried to complete the transfer by warming the water bottle with hand, the water leaked out through the mixing device. Patient did best to keep the vials in alignment, but that was difficult."